Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient developed an infection after implant, and the system was explanted. It was noted that the issue was resolved and the system would be replaced in the future. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.